Manufacturer narrative:
Insulin pump was received with a cracked battery tube threads and a cracked case corner of the belt clip rails near the battery compartment. Insulin pump was received with a missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. The test reservoir does not lock in place due to missing retainer, missing reservoir tube o-ring and broken reservoir tube lip. Insulin pump was received with no button response, problem isolated to the keypad assembly. Unable to verify sensor errors or anomalies and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to no button response.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 600 mg/dl at the time of incident. Customer reported that she treated with injection and shots and has tried changing out set and no insulin being delivered and back ground insulin was working. Customer reported that blood glucose was 235 mg/dl and she got it down. Customer has been using insulin pump system within 48 hours of reported event. Customer stated they noticed the crack on battery side but stated that reservoir issue was due to it being old. Customer reported reservoir was able to lock in place when inserted into insulin pump. The insulin pump will be returned and devices will not be returned for analysis.